Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: received article number as 411.109, but does not exist. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported by the hospital that the purpose of the operation was excision squamous cell carcinoma, left mandible, neck dissection and free fibula flap. This report is for an unknown mandible plate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2011 the patient had a major operation at (B)(6) to reconstruct the mandible using a synthes plate. The plate fractured sometime in (B)(6) 2012. The patient may need another operation but is reluctant to go through another trauma. This is report 1 of 1 for (B)(4).